Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the insulin pump was alarming no delivery. It was stated that the customer changed the infusion set and reservoir and was still unable to complete prime. Blood glucose value at the time of incident was 236 mg/dl. During troubleshooting, the customer disconnected at the quick release and run fixed prime, insulin did not exit. It was advised perform manual prime; insulin did exit. They were then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. Then they repeated the fixed prime and received a no delivery alarm. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.